Event description:
It was reported that there are air bubbles in the reservoir and tubing of the insulin pump. Customer's blood glucose reading was 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.